Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received alerts of "pump error 54 and pump error 3 alarms"; along with a battery failed alert, this was caused by a motor issue, the pump faults 54 and 3 were not rectified by clearing the alert by rewinding the pump, and a crack on the backside of the insulin pump with wrapping around to the battery side was discovered. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and will be returned for analysis.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self test. Successfully downloaded history files and traces using thus software. The pump failed the sleep current measurement test due to moisture damage on power connector pcba1. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, j7 power connector, motor and battery tube assembly noted. The following were noted during visual inspection: cracked keypad overlay, cracked case (corner of belt clip rails), broken belt clip rails and cracked battery tube threads. Pump error 53 was found in history file on 06/18/2023 15:56:17.000. File number: 2005, line number: 5632 pump error 43 was found in history file on 06/18/2023 15:54:25.000. File number: 121, line number: 681. Pump error 130 was found in history file on 06/18/2023 15:50:15.000. File number: 121, line number: 531. Pump error 39 was found in history file on 06/18/2023 15:42:20.000. In summary, customer alleged pump error 39, pump error 53 , failed battery test confirmed. Unable to confirmed drive/motor anomaly due to pump passed functional testing. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.